Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow up MDR will be sent when the results have been completed and/or if any additional information is provided. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The returned clamp was found to have a significantly higher force than normal. This was confirmed by torque testing, which showed definitely higher forces required than a control part. This complaint is confirmed and the assignable cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed.

Event description:
This is an international report where the sleeve of the transfer set was too tight to open/close. The set had been used for 120 days. There was no patient injury or medical intervention. There was patient involvement.